Event description:
Customer reported leaking occurred during a tpn infusion and noticed a puncture hole or small tear in the set below the pump module. No pt harm or medical intervention occurred. No further patient/event info was reported.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for eval.